Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the customer refused to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that an ER patient with severe sepsis and an ischemic bowel was placed on a ventilator, and fentanyl 50mg/50ml infusion was started at 0.5ml/hour. The nurse noted that the fentanyl bag was unexpectedly empty 60-90 minutes after the infusion started; there was no harm or medical intervention due to the fentanyl over infusion since the patient was intubated. The customer determined that the overinfusion was due to free-flow; the device was sequestered and sent to biomed and during the course of their investigation they determined that the device had a "3rd party membrane frame". The customer initially thought that all of their 3rd party membrane frames had been removed and replaced with a carefusion membrane frame in their devices. Reportedly the hospital was obtaining the entire mechanism assembly from the third party. Within that assembly is the membrane frame; during preventive maintenance one device only needed the membrane frame changed, so the biomed tech used only the membrane frame from the mechanism, and the device was not counted toward their mechanism assembly inventory used. The patient was transferred to ICU and went to surgery for repair of the ischemic bowel, and expired shortly after returning to the ICU. The customer states that the patient was severely ill with a poor prognosis and multiple co-morbidities, and said that the fentanyl over infusion did not cause or contribute to the patient's death.